Event description:
Pt reported obtaining back-to-back blood glucose results of 310 mg/dl, 268 mg/dl, 143 mg/dl, and 100 mg/dl, while using the suspect device. Pt stated that the therapy was not modified based on these values. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.